Event description:
Reporter stated that customer received the following results on 2 different meters within 4 minutes: 12.8 mmol/l (mobile system) and 4.2 mmol/l (aviva system). Customer "felt low" at the time of these results and self-treated with a glass of lucozade. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).